Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was discolored and a battery compartment crack. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and battery compartment crack. This report is made based on results of the investigation performed on (B)(4) 2014.